Event description:
It was reported a pericardial occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 35mm closure device was successfully implanted in the laa with no complications. Post procedure while in post-op recovery, the patient complained of site pain on the right leg. Upon assessment and addressing some oozing at the access site, the nurse noticed st elevation on the electrocardiogram (EKG). Upon transthoracic echocardiogram (tte) evaluation it was noted the patient had a pericardial effusion develop around the heart. The access site oozing was resolved by holding pressure at the site. Approximately 550cc of fluid was drained to treat the effusion. There were no further complications. The patient remained in the hospital for observation and was discharged on (B)(6) 2025.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported a pericardial occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 35mm closure device was successfully implanted in the laa with no complications. Post procedure while in post-op recovery, the patient complained of site pain on the right leg. Upon assessment and addressing some oozing at the access site, the nurse noticed st elevation on the electrocardiogram (EKG). Upon transthoracic echocardiogram (tte) evaluation it was noted the patient had a pericardial effusion develop around the heart. The access site oozing was resolved by holding pressure at the site. Approximately 550cc of fluid was drained to treat the effusion. There were no further complications. The patient remained in the hospital for observation and was discharged on (B)(6) 2025.